Event description:
On (B)(6) 2011, birmingham hip resurfacing ongoing weakness, pain, nerve palsy. MRI and CT scans show pseudo tumors around the implant chromium 41 ppm and cobalt 23 ppm blood results confirm metallosis of the right hip. I am currently scheduling my revision total hip arthroplasty. The attending surgeon (dr (B)(6) at (B)(6)) indicates that the metallosis is not the result of component mal position.